Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis and an elevated blood glucose (bg) level of 500 (mg/dl). Reportedly, the customer believes their hospitalization is related to the pump; however, no specific reason was provided. While hospitalized, the customer was treated with intravenous insulin. The customer was released from the hospital on (B)(6) 2016.